Manufacturer narrative:
This report is submitted on september 14, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site. Subsequently, a skin revision was performed and the abutment was removed on (B)(6) 2017.